Event description:
Surefire scorpion needle broke off in the middle of the tendon, not visible from the joint side or the subacromial side. Surgical team got the min-c arm and was able to visualize the tip and localized the area under arthroscopy and the tip was in the middle of the tendon. It was determined they would have had to damage the tendon in order to extract the fragment of needle, so it was left in place. It was confirmed by c-arm at the end of the case that the needle was still in the tendon and in a stable place. The amount of metal is just a fleck. The patient and family were informed. The likelihood of migration in the future is very nominal and likely to go completely unnoticed in the event that it did. Per the surgeon the needle passer is used multiple times throughout a case and the more complex the tear the more frequently it passes through the tissue, the more wear and tear on the device.